Event description:
It was initially reported the patient was experiencing a stabbing pain from the spine to the left rib cage starting a week and a half after implant. The stabbing pain resulted in painful breathing. The rib pain was "a five" with the device off and "a ten" with the device on. The stimulation device was implanted to treat leg pain. A slight reduction in leg pain was felt. The patient reportedly had to rest every few hours and felt their quality of life was ruined. Reprogramming was attempted. Additional troubleshooting was being considered. Additional info indicated the pt also has ms. The pt never had therapeutic effect and reported increased back pain. An MRI was being considered. The pt was unaware of the need for explantation of the device prior to having an MRI. Removal of the device was requested.